Manufacturer narrative:
Investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, a brown substance was observed all over the syringe. It was determined the substance is grease from the molding process. A device history review was performed for the reported lot 2011085, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing equipment, including the injection machine, undergo routine cleaning and maintenance. While we cannot identify a direct issue, this incident was determined to be a result of grease accumulating in the mold. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe was found discolored in the unopened packaging. The following information was provided by the initial reporter: "upon opening we have discovered that one of the syringes is discoloured and considered contaminated. The packing is in tact.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe was found discolored in the unopened packaging. The following information was provided by the initial reporter: "upon opening we have discovered that one of the syringes is discoloured and considered contaminated. The packing is in tact."